Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator had failed to capture. The patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.